Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) went on-site (B)(4) 2011. Fse found a small crack in the tubing in the upper reservoir fill pump (which fse confirmed as the wash buffer transfer peristaltic pump tubing). Fse replaced tubing and cleaned up liquid. Fse then primed system and no further leaking was observed. Qc was run which passed and no liquid was found under fluidics tray. Repair was verified per established procedures. The root cause for this event is attributed to the crack in the wash buffer transfer peristaltic pump tubing. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid was leaking into the liquid waste compartment of the unicel dxi 800 access immunoassay system. Per customer, they use direct drain for liquid waste. However, fluid was leaking into liquid waste compartment from above (fluidics drawer). No injury or exposure was reported and no patient results were affected.